Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). (B)(6). The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified. Instrument passed all established tests. Could not duplicate the reported event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted ileoanan pouch procedure the device stopped sealing. Another device was used to complete the case with no patient consequence.